Manufacturer narrative:
Product event summary: analysis found that the analyzer failed an incoming test and had disturbed pins in the patient connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.